Event description:
It was reported that the stylus would not calibrate. A new stylus was tried, but that would not calibrate either. It was also reported the screen will not allow for alignment with stylus pen. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the screen will not allow for alignment with stylus pen; overlay found out of electrical specification. Analysis also found the tabs on the power cord bay door are broken and the connector of the cable speaker is damaged (broken). Concomitant medical products: 229047 analyzer. (B)(4).